Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) displays were flashing and when the unit was rebooted, the application would not boot up and it gave an error in the windows desktop stating: "error display settings failed check display settings" and the second display was black. Nihon kohden technical support assisted with the settings and had the user reboot the cns and both screens went up and cns application was now being seen in both displays with the left display as the main screen and the right display as the extended screen. Issue resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the central nurse's station (cns) displays were flashing and when the unit was rebooted, the application would not boot up and it gave an error in the windows desktop stating: "error display settings failed check display settings" and the second display was black. Nihon kohden technical support assisted with the settings and had the user reboot the cns and both screens went up and cns application was now being seen in both displays with the left display as the main screen and the right display as the extended screen. Issue resolved. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) displays were flashing and when the unit was rebooted, the application would not boot up and it gave an error in the windows desktop stating: "error display settings failed check display settings" and the second display was black. Nihon kohden technical support assisted with the settings and had the user reboot the cns and and both screens went up and cns application was now being seen in both displays with the left display as the main screen and the right display as the extended screen. Issue resolved. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) reported one of the cns (pu-621ra sn: (B)(6) display was flashing. The bme attempted to reboot the cns to resolve the issue. After the reboot, the application would not boot up and gave an error in the windows desktop stating "error display settings failed check display settings". Service requested: troubleshooting/assistance service performed: nka technical support (ts) assisted the customer in correcting the display resolution and settings to allow the cns application to display properly. Investigation conclusion: there was reported issue in which the cns display was flashing. Further details of the incident were not provided. It is unknown if the "flashing" affected the entire display or only a portion of it, or if patient monitoring was affected. As the customer rebooted the unit in an attempt to resolve the issue prior to contact with nka ts, further details are not available and the root cause could not be determined. No nka evaluation or servicing was needed to resolve the display issue. The customer continued use of the cns and display, and no further issues have been reported for the unit. As no pattern of pu-621ra display issues is found for the device, the reported issue appears to be an isolated incident and no product deficiency is suspected at this time. Based on the above information, the flashing appears to only occur in exceptional circumstances (less than 1% of the time and/or network related issue) and the probability is determined to be rare. Due to the lack of information available, assessment of the risk severity could not be performed. There is insufficient information to suspect a non-conformance of the cns. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 d11 & c2: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.